Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported intraoperatively that the right ventricular (rv) lead exhibited high thresholds and high impedance. The replacement rv lead also exhibited high impedance physician change the position and the rv lead remains in use. No patient complications have been reported as a result of this event.